Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: doctor was using vloca008l and the needle on vloc on endo stitch broke. With additional info, it was confirmed that the broken needle fell into the pt's cavity. An x-ray was used to locate it, however, to no avail.